Event description:
The facility representative reported a colleague infusion pump that does not turn on. It is unknown when, or in which care area, the event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.